Event description:
It was reported that the device had damaged or faulty downstream seal, found during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. There were no services previously reported. Visual evaluation found the downstream occlusion (dso) seal was cracked. After the dso seal was replaced, the pump passed functional and accuracy testing.